Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) suffered a cardiac arrest and was hospitalized. It was noted the arrhythmia appeared to be induced by the chemotherapy the patient was undergoing. The device exhibited some undersensing, due to very fine ventricular fibrillation (vf) and variable r-wave amplitudes, and the time to therapy was longer than expected at 25 seconds. It was noted the patient had a fall and was injured, although the specific injury was not reported. Technical services reviewed the available data and determined that reprogramming the rate cut offs lower, or moving to a single zone configuration could reduce the time to therapy by a few seconds. The field representative reported the physician was not likely to make programming changes at this time and was considering an electrophysiology study and ablation procedure for this patient. The device remains implanted and in service. No additional adverse patient effects were reported.